Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The consumer via a manufacturer representative reported that the patient's battery was dead. The manufacturer representative saw the patient for a standard review and the patient hadn't felt stimulation for the last 6 months and had been unable to connect with their device using the patient programmer. The patient hadn't been able to use their device for 6 months. The manufacturer representative tried to interrogate the device with their clinician programmer with no success and it appeared the battery was dead. No device could be found and the implanted battery was easily palpable through the skin, so they did not believe depth of the battery to be the issue. There didn't feel to be anything over the battery that could interfere with interrogation, for example the lead. The patient didn&#38176;know what their settings were and the manufacturer representative was not able to determine if high settings had caused early depletion of the battery or if the device was faulty. There was no way to determine the cause of the possible early depletion of the battery. No intervention was taken as the battery couldn't be connected to any remote device. The manufacturer representative spoke with the clinic manager and the only course of action would be to replace the battery if the patient felt they had received enough positive results from the device previously to warrant further surgery. The clinic manager would discuss this with the treating surgeon. Surgical intervention was planned but had not been scheduled. The issue was not resolved and the patient status was alive with no injury. Patient medical history includes incontinence that was the result of large doses of radiation for prostate cancer and a heart condition.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins battery was a normal end of life. There was no telemetry and no output. Destructive analysis did not provide any evidence of an internal mechanism leading to premature depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.